Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a bluetooth malfunction. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time.

Event description:
New information received indicates the patient presented in clinic and the device was able to pair to the mobile application. The patient was in stable condition.